Event description:
It was reported that during a follow-up, t-wave oversensing was observed. Programming changes were made and the device remains implanted. The patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.